Manufacturer narrative:
(B)(4) the field service engineer was dispatched on site found the thermal overload tripped. The problem solved by resetting the thermal overload.

Event description:
The customer reported system is down. The equipment indicated an error of "x-ray generator not available."